Event description:
It was reported that a detached or missing sensor wire occurred. G7 wearable and applicator were evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. Applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported the patient¿s sensor fell off. Upon checking the wearable and the patch adhesive, she noticed that the sensor wire was missing. The patient experienced bruising, numbness, and soreness at the insertion site. On the same day, she went to the emergency department (ed), where an x-ray was performed, which confirmed that no sensor wire was retained under the skin. The patient was prescribed an oral antibiotic medication (keflex 500 mg, three times per day, for seven days), and she was advised to monitor the site and follow up with her doctor or a surgeon if needed. She was discharged home after two hours with no further medical intervention. At the time of the report, the patient noted she has a scheduled surgeon appointment for a second opinion on (B)(6) 2025, the bruise had already subsided, but soreness remained. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/3/2025. It was reported that a detached or missing sensor wire occurred. On (B)(6) 2025, technical support contacted the patient and confirmed the symptoms completely subsided and there was no further medical intervention. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No additional patient or event information is available.